Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, an anomalous vein was nicked. The procedure was converted to open thoracotomy surgery procedure. There is no allegation that the da vinci surgical system caused or contributed to the vessel injury. On 05-dec-2018, intuitive surgical, inc. (Isi) followed up with the console surgeon and obtained the following additional information: the customer stated that the patient¿s artery was nicked and was bleeding but that the cadiere forceps used during the procedure did not contribute to the converting the procedure to open. There was no injury to the patient caused by the cadiere forceps. The patient tolerated open procedure and there was no harm. On 17-dec-2018, isi obtained the following additional information regarding the reported event from the console surgeon: the injury was due to the surgeon ¿poking bipolar into anomalous vein¿ which the surgeon had dissected out. The estimated blood loss from the vessel injury was 75-100cc. The surgeon converted to open procedure to control the bleeding via blood vessel ligation. No blood transfusion was required. The procedure completed via an open thoracotomy surgery. There were no reported complications, and the patient was discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication is believed to be related to the surgeon ¿poking bipolar into anomalous vein.¿ there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. A review of the system and instrument logs was performed for the date of the procedure and the following was noted: there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additional instrument log review specific to the long bipolar grasper instrument (part #470400-09, lot #n10181003-0088) used during this procedure was performed. The aforementioned instrument was the only bipolar instrument installed. This instrument was on its 6th use of 10 maximum uses during this procedure. While this instrument has no record of being used in subsequent procedures, a site review shows no additional related complaints to this event. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: it was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure an anomalous vein was nicked and required a conversion to an open approach control.